Event description:
It was reported that the autoclavable camera head's focus and autofocus function did not work. The issue was found during an unspecified therapeutic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.